Manufacturer narrative:
Block h2: correction (g2 report source). Block h6: imdrf device code a0406 captures the reportable event side car rx push back. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed that side car rx was pushed back. Dimensional inspection noted that the side car rx was pushed back 9.0 mm, which is out of specification. A functional inspection was performed, it was found that the basket was able to close. The reported event of basket failure to close cannot be confirmed. The reported event of side car rx push back was confirmed. A review of the manufacturing documentation for this reveled that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label. Based on all available information, it is most likely that procedural factors such as advancing the device through the scope could have affected it and lead to the side car rx push back. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on may 08, 2023. During the procedure, a trapezoid basket in an attempt to crush an approximately 0,6 - 0.8 mm diameter stone. The trapezoid was inserted into the cbd and freely passed through it. However, the metal rod - metal catheter did not close with the plastic sleeve, as seen on the monitor. Two attempts to place the trapezoid in the cbd were unsuccessful. It could no longer be directed on the wire in a stable manner. The basket was successfully removed from the patient using the duodenoscope an olympus 190. With a stone, the basket was swiped through cbd. The basket was opened, and the stone was released after the papilla passage. The stone was not affected in the bile duct, making it simple to catch with the basket. The procedure was completed with an extractor balloon. There was no patient complication as a result of this event.

Manufacturer narrative:
Imdrf device code a0406 captures the reportable event of the metal rod - metal catheter did not more close with the plastic sleeve.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket in an attempt to crush an approximately 0,6 - 0.8 mm diameter stone. The trapezoid was inserted into the cbd and freely passed through it. However, the metal rod - metal catheter did not close with the plastic sleeve, as seen on the monitor. Two attempts to place the trapezoid in the cbd were unsuccessful. It could no longer be directed on the wire in a stable manner. The basket was successfully removed from the patient using the duodenoscope an olympus 190. With a stone, the basket was swiped through cbd. The basket was opened, and the stone was released after the papilla passage. The stone was not affected in the bile duct, making it simple to catch with the basket. The procedure was completed with an extractor balloon. There was no patient complication as a result of this event.